Event description:
In 2007, this pt was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. Thirty days post-operatively, f/u imaging showed questionable seal both distally and proximally. In 2008, the pt presented with aneurysmal degeneration of the seal zones. Five months later, the tag device implanted distally migrated. The physician reported that significant tortuousity of the aortic aneurysm may have contributed to the device migrating. Three months later, the pt underwent a reintervention whereby proximal and distal extension of the original tag devices was performed with three additional gore tag thoracic endoprostheses to treat the seal zone degeneration and migration. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted in 2007, and involved in this event.